Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. (B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The carrier com express board was ordered for replacement to resolve the issue.

Event description:
The hospital reported an error that resulted in loss of mechanical ventilation. Ventilation was resumed with another non-ge device. There was no report of patient injury.